Event description:
It was reported the patient has not used or charged the ipg in over a year. The ipg is unable to communicate with external devices. The patient is pending an appointment with the physician.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.